Manufacturer narrative:
Product ID 97755 ; serial# (B)(6) ; product type recharger was returned for product analysis. Analysis found recharger antenna failure. Specifically, no device found message was observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device.  The reason for call was patient reported they were having issues charging their implant and the issue began a month ago. Where the wire went into the paddle overheated and the controller would go black or unresponsive when charging the implant. During the call patient denied damages on the recharger and controller charging port. Controller was at 100% and implant was at 60%. Patient plugged the recharger and no device found then 82/83/83 on passive recharge. Patient placed the paddle away from the implant and got 0/0/83. The issue was not resolved. An email was sent to the repair department to replace the recharger.

Manufacturer narrative:
Continuation of d10: product ID 97755 serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.